Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) situation was identified which occurred on (B)(6) 2010 during the initial drain. The patient's drain volume was 3854ml. The largest prescribed fill volume was 2400ml. This meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse, she was not aware of this event as the patient never reported any symptoms of overfill. The patient has resumed therapy successfully. Product surveillance advised the nurse of the probable cause of the iipv. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). Evaluation of the device has begun, however, has not yet been completed.

Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device and no failure or malfunction was identified that could have caused or contributed to the increased intra-peritoneal volume (iipv) that was found during evaluation. The assignable cause of the iipv was determined to be: insufficient drain due to false empty detect at the initial drain and at the previous therapy last drain. The device was subsequently forwarded to service. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).